Event description:
The customer reported that the system displayed a fatal system error.

Manufacturer narrative:
(B) (4). The system's interconnect cable and lemo connector were removed and replaced. The system operates as intended.